Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a stain on the connector of the drainage bag. The incident was found prior to use. There was a transparent material inside of the ez-lok connector.

Manufacturer narrative:
Photo sample received for evaluation. The pictures confirmed a white mark on the sample port. Although the reported issue was confirmed, the cause is unknown. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a stain on the connector of the drainage bag. The incident was found prior to use. There was a transparent material inside of the ez-lok connector.

Manufacturer narrative:
Photo sample received for evaluation. The pictures confirmed a white mark on the sample port. Although the reported issue was confirmed, the cause is unknown. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). Correction: device available for evaluation.

Event description:
It was reported that there was a stain on the connector of the drainage bag. The incident was found prior to use. There was a transparent material inside of the ez-lok connector.